Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump encountered an issue with cassette attachment. There was patient involvement and no patient harm.

Manufacturer narrative:
D4/h4: serial number doesn't come up in device database. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.